Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fibromyalgia in 2000 and hypothyroidism. Concomitant products included diltiazem since 2011 for heart rate irregular. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced dyspareunia ("pain during intercourse"). In (B)(6) 2012, the patient experienced palpitations ("heart palpitations"). In 2013, the patient experienced headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe and persistent back pain / lower back pain"), enuresis ("nocturnal urinary incontinence"), depression ("depression"), perinatal depression ("post partum depression"), anxiety ("anxiety"), fibromyalgia ("fibromyalgia"), hypothyroidism ("hypothyroidism"), loss of personal independence in daily activities ("became increasingly unable to perform daily activities"), polymenorrhoea ("early and period"), menorrhagia ("increase in length and amount of bleeding during period"), menopause ("abrupt menopause"), postmenopausal haemorrhage ("bleeding about 1 year after menopause"), abdominal pain lower ("severe pain in my lower abdomen"), pyrexia ("unexplained fever"), vaginal discharge ("vaginal discharge"), arthralgia ("joint pain"), joint swelling ("joint swelling"), fatigue ("extreme fatigue"), coital bleeding ("bleeding after interourse"), disturbance in attention ("difficulty concentrating"), bladder spasm ("bladder spasm"), insomnia ("sleep difficulty"), somnolence ("difficulty and wake"), intervertebral disc degeneration ("degenerative disk disease with 2 inches of height loss"), thoracic spinal stenosis ("stenosis in thoracic region"), lumbar spinal stenosis ("stenosis in lumbar region"), mood swings ("mood swings") and female sexual dysfunction ("inability to have sex"). The patient was treated with liothyronine sodium (cytomel), gabapentin, morphine sulfate (ms contin), duloxetine, vicodin (hydrocodone w/acetaminophen) and surgery (laparoscopic bilateral salpingectomy.). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the pelvic pain, back pain, enuresis, hypothyroidism and headache had resolved, the dyspareunia was resolving and the perinatal depression, anxiety, fibromyalgia, palpitations, loss of personal independence in daily activities, polymenorrhoea, menorrhagia, menopause, postmenopausal haemorrhage, abdominal pain lower, pyrexia, vaginal discharge, arthralgia, joint swelling, fatigue, coital bleeding, disturbance in attention, bladder spasm, insomnia, somnolence, intervertebral disc degeneration, thoracic spinal stenosis, lumbar spinal stenosis, mood swings and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, bladder spasm, coital bleeding, depression, disturbance in attention, dyspareunia, enuresis, fatigue, female sexual dysfunction, fibromyalgia, headache, hypothyroidism, insomnia, intervertebral disc degeneration, joint swelling, loss of personal independence in daily activities, lumbar spinal stenosis, menopause, menorrhagia, mood swings, palpitations, pelvic pain, perinatal depression, polymenorrhoea, postmenopausal haemorrhage, pyrexia, somnolence, thoracic spinal stenosis and vaginal discharge to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: tubes were blocked and in correct position ultrasound scan vagina - on an unknown date: normal. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 4-sep-2018: pfs received, event injury as replaced with events severe and persistent back and pelvic pain, nocturnal urinary incontinence, pain during intercourse, depression and anxiety (postpartum depression), fibromyalgia, hypothyroidism, heart palpitations, headaches, became increasingly unable to perform daily activities, early and period, increase in length and amount of bleeding during period, abrupt menopause, bleeding about 1 year after menopause, severe pain in my lower abdomen, unexplained fever, vaginal discharge, joint pain, joint swelling, extreme fatigue, bleeding after intercourse, difficulty concentrating, bladder spasm, sleep difficulty, difficulty and wake, degenerative disk disease with 2 inches of height loss, stenosis in thoracic and lumbar region, mood swings, inability to have sex.. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 508295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, mania, paratubal cyst, gravida ii and parity 2. Concurrent conditions included fibromyalgia since 2000. Concomitant products included diltiazem since 2011 for heart rate irregular as well as alprazolam (xanax). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced dyspareunia ("pain during intercourse / painful sex"). In (B)(6) 2012, the patient experienced palpitations ("heart palpitations"). In 2013, the patient experienced headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe and persistent back pain / lower back pain"), enuresis ("nocturnal urinary incontinence"), depression ("depression"), perinatal depression ("post partum depression"), anxiety ("anxiety"), fibromyalgia ("fibromyalgia"), hypothyroidism ("hypothyroidism"), loss of personal independence in daily activities ("became increasingly unable to perform daily activities"), polymenorrhoea ("early and period"), menorrhagia ("increase in length and amount of bleeding during period"), menopause ("abrupt menopause"), postmenopausal haemorrhage ("bleeding about 1 year after menopause"), abdominal pain lower ("severe pain in my lower abdomen"), pyrexia ("unexplained fever"), vaginal discharge ("vaginal discharge"), arthralgia ("joint pain"), joint swelling ("joint swelling"), fatigue ("extreme fatigue"), coital bleeding ("bleeding after interourse"), disturbance in attention ("difficulty concentrating"), bladder spasm ("bladder spasm"), insomnia ("sleep difficulty"), somnolence ("difficulty and wake"), intervertebral disc degeneration ("degenerative disk disease with 2 inches of height loss"), thoracic spinal stenosis ("stenosis in thoracic region"), lumbar spinal stenosis ("stenosis in lumbar region"), mood swings ("mood swings"), female sexual dysfunction ("inability to have sex") and premature menopause ("early menopause"). The patient was treated with duloxetine, gabapentin, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), liothyronine sodium (cytomel), morphine sulfate (ms contin) and surgery (laparoscopic bilateral salpingectomy.). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, enuresis, hypothyroidism and headache had resolved, the dyspareunia was resolving and the perinatal depression, anxiety, fibromyalgia, palpitations, loss of personal independence in daily activities, polymenorrhoea, menorrhagia, menopause, postmenopausal haemorrhage, abdominal pain lower, pyrexia, vaginal discharge, arthralgia, joint swelling, fatigue, coital bleeding, disturbance in attention, bladder spasm, insomnia, somnolence, intervertebral disc degeneration, thoracic spinal stenosis, lumbar spinal stenosis, mood swings, female sexual dysfunction and premature menopause outcome was unknown. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, bladder spasm, coital bleeding, depression, disturbance in attention, dyspareunia, enuresis, fatigue, female sexual dysfunction, fibromyalgia, headache, hypothyroidism, insomnia, intervertebral disc degeneration, joint swelling, loss of personal independence in daily activities, lumbar spinal stenosis, menopause, menorrhagia, mood swings, palpitations, pelvic pain, perinatal depression, polymenorrhoea, postmenopausal haemorrhage, premature menopause, pyrexia, somnolence, thoracic spinal stenosis and vaginal discharge to be related to essure (ess205). The reporter commented: left side: 3 coils right side 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: results: tubes were blocked and in correct position. Ultrasound scan vagina - on an unknown date: results: normal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic cramping the following information was received from social media early menopause. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 29-jul-2020: mr received: lot number, patient aka name were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 508295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, mania, paratubal cyst, gravida ii and parity 2. Concurrent conditions included fibromyalgia since 2000. Concomitant products included diltiazem since 2011 for heart rate irregular as well as alprazolam (xanax). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced dyspareunia ("pain during intercourse / painful sex"). In (B)(6) 2012, the patient experienced palpitations ("heart palpitations"). In 2013, the patient experienced headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe and persistent back pain / lower back pain"), enuresis ("nocturnal urinary incontinence"), depression ("depression"), perinatal depression ("post partum depression"), anxiety ("anxiety"), fibromyalgia ("fibromyalgia"), hypothyroidism ("hypothyroidism"), loss of personal independence in daily activities ("became increasingly unable to perform daily activities"), polymenorrhoea ("early and period"), menorrhagia ("increase in length and amount of bleeding during period"), menopause ("abrupt menopause"), postmenopausal haemorrhage ("bleeding about 1 year after menopause"), abdominal pain lower ("severe pain in my lower abdomen"), pyrexia ("unexplained fever"), vaginal discharge ("vaginal discharge"), arthralgia ("joint pain"), joint swelling ("joint swelling"), fatigue ("extreme fatigue"), coital bleeding ("bleeding after intercourse"), disturbance in attention ("difficulty concentrating"), bladder spasm ("bladder spasm"), insomnia ("sleep difficulty"), somnolence ("difficulty and wake"), intervertebral disc degeneration ("degenerative disk disease with 2 inches of height loss"), thoracic spinal stenosis ("stenosis in thoracic region"), lumbar spinal stenosis ("stenosis in lumbar region"), mood swings ("mood swings"), female sexual dysfunction ("inability to have sex") and premature menopause ("early menopause"). The patient was treated with duloxetine, gabapentin, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), liothyronine sodium (cytomel), morphine sulfate (ms contin) and surgery (laparoscopic bilateral salpingectomy.). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, enuresis, hypothyroidism and headache had resolved, the dyspareunia was resolving and the perinatal depression, anxiety, fibromyalgia, palpitations, loss of personal independence in daily activities, polymenorrhoea, menorrhagia, menopause, postmenopausal haemorrhage, abdominal pain lower, pyrexia, vaginal discharge, arthralgia, joint swelling, fatigue, coital bleeding, disturbance in attention, bladder spasm, insomnia, somnolence, intervertebral disc degeneration, thoracic spinal stenosis, lumbar spinal stenosis, mood swings, female sexual dysfunction and premature menopause outcome was unknown. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, bladder spasm, coital bleeding, depression, disturbance in attention, dyspareunia, enuresis, fatigue, female sexual dysfunction, fibromyalgia, headache, hypothyroidism, insomnia, intervertebral disc degeneration, joint swelling, loss of personal independence in daily activities, lumbar spinal stenosis, menopause, menorrhagia, mood swings, palpitations, pelvic pain, perinatal depression, polymenorrhoea, postmenopausal haemorrhage, premature menopause, pyrexia, somnolence, thoracic spinal stenosis and vaginal discharge to be related to essure (ess205). The reporter commented: left side: 3 coils. Right side 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: results: tubes were blocked and in correct position. Ultrasound scan vagina - on an unknown date: results: normal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic cramping. The following information was received from social media early menopause. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, mania, paratubal cyst, gravida ii and parity 2. Concurrent conditions included fibromyalgia since 2000. Concomitant products included diltiazem since 2011 for heart rate irregular as well as alprazolam (xanax). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced dyspareunia ("pain during intercourse / painful sex"). In (B)(6) 2012, the patient experienced palpitations ("heart palpitations"). In 2013, the patient experienced headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe and persistent back pain / lower back pain"), enuresis ("nocturnal urinary incontinence"), depression ("depression"), perinatal depression ("post partum depression"), anxiety ("anxiety"), fibromyalgia ("fibromyalgia"), hypothyroidism ("hypothyroidism"), loss of personal independence in daily activities ("became increasingly unable to perform daily activities"), polymenorrhoea ("early and period"), menorrhagia ("increase in length and amount of bleeding during period"), menopause ("abrupt menopause"), postmenopausal hemorrhage ("bleeding about 1 year after menopause"), abdominal pain lower ("severe pain in my lower abdomen"), pyrexia ("unexplained fever"), vaginal discharge ("vaginal discharge"), arthralgia ("joint pain"), joint swelling ("joint swelling"), fatigue ("extreme fatigue"), coital bleeding ("bleeding after interourse"), disturbance in attention ("difficulty concentrating"), bladder spasm ("bladder spasm"), insomnia ("sleep difficulty"), somnolence ("difficulty and wake"), intervertebral disc degeneration ("degenerative disk disease with 2 inches of height loss"), thoracic spinal stenosis ("stenosis in thoracic region"), lumbar spinal stenosis ("stenosis in lumbar region"), mood swings ("mood swings"), female sexual dysfunction ("inability to have sex") and premature menopause ("early menopause"). The patient was treated with duloxetine, gabapentin, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), liothyronine sodium (cytomel), morphine sulfate (ms contin) and surgery (laparoscopic bilateral salpingectomy.). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the pelvic pain, back pain, enuresis, hypothyroidism and headache had resolved, the dyspareunia was resolving and the perinatal depression, anxiety, fibromyalgia, palpitations, loss of personal independence in daily activities, polymenorrhoea, menorrhagia, menopause, postmenopausal hemorrhage, abdominal pain lower, pyrexia, vaginal discharge, arthralgia, joint swelling, fatigue, coital bleeding, disturbance in attention, bladder spasm, insomnia, somnolence, intervertebral disc degeneration, thoracic spinal stenosis, lumbar spinal stenosis, mood swings, female sexual dysfunction and premature menopause outcome was unknown. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, bladder spasm, coital bleeding, depression, disturbance in attention, dyspareunia, enuresis, fatigue, female sexual dysfunction, fibromyalgia, headache, hypothyroidism, insomnia, intervertebral disc degeneration, joint swelling, loss of personal independence in daily activities, lumbar spinal stenosis, menopause, menorrhagia, mood swings, palpitations, pelvic pain, perinatal depression, polymenorrhoea, postmenopausal hemorrhage, premature menopause, pyrexia, somnolence, thoracic spinal stenosis and vaginal discharge to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: results: tubes were blocked and in correct position. Ultrasound scan vagina - on an unknown date: results: normal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic cramping. The following information was received from social media early menopause. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event added- early menopause. Reporter information were added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.